Event description:
Hospital personnel state that power connectors 2 and 3 in the inform meter were charred and that the inform base had brown discoloration inside the base unit. The reporter stated no injuries due to malfunction. Req uested return of meter and replacement was sent.